Manufacturer narrative:
Updated fields: b4, d9, d10, e19 event site telephone), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a balloon rupture. There was patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found blood contamination inside the pim and replaced it. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, cardiosave intra-aortic balloon (iab) ruptured and blood was detected. There was no patient harm or injury reported.